Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. The 2.5 x 38 mm xience alpine stent delivery system (sds) failed to cross the lesion due to the heavy calcification. During the attempt to cross some mid stent struts became flared. Difficulty was experienced removing the sds into the guiding catheter; therefore, the guiding catheter and sds were removed together as one unit. Another 2.5 x 38 mm xience alpine was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.